Event description:
Patient underwent spiration valve replacement procedure on (B)(6) 2023 for the treatment of emphysema. A 9mm valve (svs-v9-00) was successfully placed in lb3 in the left upper anterior segment. Three days post procedure (B)(6) 2023, patient experienced a new onset atrial fibrillation related to the valve placement procedure. Patient was treated with medication (apixaban and metroprolol succinate). The event was resolved without sequelae and patient was discharged on (B)(6) 2023. The valve remained in place at time of discharge.

Manufacturer narrative:
There was no reported device malfunction. Patient underwent initial valve placement procedure (4x svs-v9-00) for the treatment of emphysema in (B)(6) 2023. This procedure replaced one 9mm (svs-v9-00) valve that had been removed to treat a post procedure pneumothorax (event reported under MFR report numbers 3004450998-2023-00036, 3004450998-2023-00037, 3004450998-2023-00038, 3004450998-2023-00039) which occurred after the initial valve placement procedure in (B)(6) 2023. Device not returned to manufacturer as it remains implanted in patient.